Event description:
It was reported that the patient presented in clinic for follow up. Far-r wave oversensing on the atrial channel was noted. X-ray and programming changes were recommended. No further information available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicates that upon review of non-sustained rv oversensing egms, episodes of crosstalk and intermittent atrial undersensing were observed. Programming changes were recommended.